Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump retainer ring was missing. Customer stated they went to change reservoir and thought rubber o-ring and top of the reservoir compartment was broken. The insulin pump was dropped on the floor. There was no damage to reservoir and infusion set. The reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.